Event description:
Allegedly the patient was revised due to following mom complications: pain in hip; inability to walk for more than 150 yards without limping; felt popping in hip area and increased cobalt levels.(right)